Event description:
It was reported that the patient was experiencing extended and difficulties charging and intermittent stimulation. In addition, the patient was also experiencing warming of the skin during those charging sessions. The patient underwent a revision procedure and has reportedly recovered and obtained coverage.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the reported observations associated with inadequate stimulation from the ipg could not be confirmed. Laboratory analysis of the returned device did not identify any product performance-related issues. Labeling review: a labeling review was performed on the precision spectra instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion: review of the device manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. Engineers inspected and analyzed this device upon receipt; the ipg was in hibernation and was able to fully charge in approximately 3 hours. The device's data showed the maximum temperature during the charging cycles was within the tolerance limit. Based on the results of the laboratory testing and available information the returned device did not reveal any anomalies.

Event description:
It was reported that the patient was experiencing extended and difficulties charging and intermittent stimulation. In addition, the patient was also experiencing warming of the skin during those charging sessions. The patient underwent a revision procedure and has reportedly recovered and obtained coverage.

Event description:
It was reported that the patient was experiencing extended and difficulties charging and intermittent stimulation. In addition, the patient was also experiencing warming of the skin during those charging sessions. The patient underwent a revision procedure and has reportedly recovered and obtained coverage.